Manufacturer narrative:
(B)(4). Medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.

Event description:
The customer reported multiple clog errors on all samples on the cell-dyn sapphire analyzer. On inspection of the analyzer, the customer noticed the aspiration and vent head needle were bent. The customer replaced both parts and the issue was resolved. There was no impact to patient management.